Event description:
No blood glucose levels reported. The customer reported that the reservoir comes loose from the cannula. The customer reported having air bubbles in the reservoir of the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).